Event description:
Related manufacturer reference number : 2938836-2019-03589. The implantable cardioverter defibrillator was also explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had twiddler¿s syndrome and the lead was dislodged shortly after the previous implant procedure on (B)(6) 2016. The left ventricular lead was turned off on (B)(6) 2016. Recently, the patient had become more pacemaker dependent. Hence, the physician elected to implant a new lead. The left ventricular lead was capped on (B)(6) 2019 and a new lead was successfully implanted. The patient was stable before, during and post procedure. The patient was discharged next day without any complications.